Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3708140, lot# serial# (B)(6), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3778-45, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).

Event description:
It was reported the leads and extensions had high impedances and were replaced. It was noted the leads had an impedance value greater than 10 ,000 on all electrodes and were replaced along with the extension on (B)(6)-2013. It was further noted patient had a loss of therapy. It was noted the patient status was alive with no injury or adverse event. It was reported that after the leads and extension were replaced, the patient had a return of therapy and had good pain control.

Event description:
Follow up information reported that it was believed that the high impedances were due to an open circuit within the lead/extension c omponents due to the total loss of therapeutic effect the patient experienced. The physician determined that both the leads and extensions should be replaced to make sure the device system integrity was intact for a long time into the future. It was also noted that the patient did not feel any stimulation at any amplitude during the event. If additional information is received, a follow up report will be sent.